Event description:
There was an allegation of a questionable sodium electrode result with a patient sample tested on a cobas 8000 ise 1800 module. The initial result was 119 mmol/l. The repeat result was 139 mmol/l.

Manufacturer narrative:
The electrode lot number was requested but not provided. It was reported that qc failed after this incident. The instrument was checked, and one of the nozzle screws was found to be loose. After fixing, the qc was acceptable. The customer also replaced the reagents, sipper nozzle, and pinch tube. The instrument has been functioning normally since then. The investigation is ongoing.

Manufacturer narrative:
Additional discrepant results were generated with 3 samples: sample 2: initial sodium result was 129 mmol/l, and the repeat result was 144 mmol/l. Sample 3: initial sodium result was 123 mmol/l, and the repeat results were 144 mmol/l and 142 mmol/l. The initial potassium result was 3.43 mmol/l, and the repeat result was 4.03 mmol/l. Sample 4: initial sodium result was 115 mmol/l, and the repeat result was 144 mmol/l. The field service engineer found that the ultrasonic unit was not mixing properly and replaced it. The investigation determined that the service actions resolved the issue.